Manufacturer narrative:
Exact date unknown, event occurred since implant procedure. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a system explant procedure. The explanted devices will not be returned as they were discarded by the medical facility.